Manufacturer narrative:
Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
It was reported that the physician was intending to use a resolute onyx device to treat a lesion in the distal cx. The lesion had mild calcification and exhibited 70% stenosis. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues noted. The physician tried to pre dilate but the balloon did not cross. The resolute onyx device did not pass through a previously deployed stent. Resistance was encountered but no excessive force was used. The physician tried to cross the lesion for 30 mins but could not cross. Physician withdrew the stent to successfully pre-dilate the lesion. When trying to introduce the stent into the guide again it was then observed that the stent was deformed. Procedure was completed with a new device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation visible the 14th distal stent wrap with raised struts. The distal tip was slightly flared. If information is provided in the future, a supplemental report will be issued.